Event description:
A malfunction was reported on the pump, and there were no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within the normal range. A malfunction code was displayed, but it was resettable. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to report back if the issue reappeared, which they understood.